Event description:
A review of the manufacturing records did not identify any deviations or non-conformities relevant to the reported event. Information was received that the patient had gone for a walk when the drops of blood were noted to be coming from the pump. After identifying the location as the outlet of the pump/tubing, the tubing was slid further onto the pump head and a zip tie was added. The facility also elected to add a zip tie to the pump inflow tubing. No further blood loss was noted.

Event description:
It was reported that the patient had an unexpected blood loss from the outlet of the pump/tubing. The blood loss was noted to be a slow drip. A tie band was placed and the drip stopped. Per the physician, there was no significant blood loss. The pump/tubing were noted to still be supporting the patient. No additional relevant information has been received to date.